Event description:
"Two cables were broken during use. Both were replaced with others. There was no adverse pt consequence. Probolem resulted ina 1-hour extension of surgery time. One broke at the eyelet, the other at top of tensioner."